Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was malfunctioning and alarmed button error. The blood glucose reading was 85mg/dl. The caller stated that the buttons were not pressed for three minutes or longer. The customer stated that the device was stuck on the main menu and was having a message that the battery is low. The customer mentioned being treated in the hospital. No further information was provided.

Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to moisture damage on keypad traces. No moisture damage noted on electronic assembly. Unit was received with cracked reservoir tube, battery tube threads, scratched display window and missing end cap sticker.